Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Not with standing, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 that generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.